Event description:
Product: bd alaris pump infusion set smartsite bag access non-vented 0.2 micron filter low sorbing tubing ref: 24301-0007t lot: (10)20096744 exp: 09/29/23 the tubing was missing a rolling clamp. Therefore, we are unable to clamp the tubing to prevent flow. This was caught prior to use. FDA safety report ID #: (B)(4).